Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 37-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmatio test". The patient's past medical history included heart attack and hemorrhagic anemia. Concurrent conditions included morbid obesity and fatigue. On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, uterine leiomyoma, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils noted: left 3 trailing coils noted: right 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events menorrhagia, abdominal pains, uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine leiomyoma ("uterine fibroids"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, uterine leiomyoma, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uterine fibroids, dysmenorrhea (cramping), vaginal discharge" were added. Lot number was added. Product explant date was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (batch no. A36618 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmatio test". The patient's past medical history included heart attack and hemorrhagic anemia. Concurrent conditions included morbid obesity and fatigue. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine leiomyoma ("uterine fibroids"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, uterine leiomyoma, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils noted: left 3. Trailing coils noted: right 2 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events menorrhagia, abdominal pains, uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record-lot number was changed,all relevant medical history, concurrent condition were added. On 16-jul-2018: quality department confirmed lot number is invalid - no update of ptc investigation will be performed incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 37-year-old female patient who had essure (batch no. A36618 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmatio test". The patient's past medical history included heart attack and hemorrhagic anemia. Concurrent conditions included morbid obesity and fatigue. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, uterine leiomyoma, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils noted: left 3 trailing coils noted: right 2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events menorrhagia, abdominal pains, uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received, event outcome for event pelvic pain updated from unknon to recovering/ resolving. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 37-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmatio test". The patient's past medical history included heart attack and hemorrhagic anemia. Concurrent conditions included morbid obesity and fatigue. Concomitant products included acetylsalicylic acid (aspirin) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, uterine leiomyoma, dysmenorrhoea, vaginal discharge, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils noted: left 3 trailing coils noted: right 2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events menorrhagia, abdominal pains, uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Depression ,abdominal pain and mental anguish were received. Concomitant drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (batch no. A36618) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmatio test". The patient's past medical history included heart attack and hemorrhagic anemia. Concurrent conditions included morbid obesity and fatigue. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine leiomyoma ("uterine fibroids"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, uterine leiomyoma, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils noted: left 3 trailing coils noted: right 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events menorrhagia, abdominal pains, uterine fibroids. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record-lot number was changed,all relevant medical history, concurrent condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 36-year-old female patient who had essure (batch no: a36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included heart attack and hemorrhagic anemia. Concurrent conditions included morbid obesity and fatigue. Concomitant products included acetylsalicylic acid (aspirin), ferrous sulfate, medroxyprogesterone acetate (depo provera) since (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"), 13 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and haemorrhagic anaemia ("blood or heart disorder/condition (acute blood loss (anemia)."). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("uterine fibroids"). In 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, uterine leiomyoma, dysmenorrhoea, vaginal discharge, depression, anxiety, abdominal pain and haemorrhagic anaemia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, haemorrhagic anaemia, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils noted: left 3. Trailing coils noted: right 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events menorrhagia, abdominal pains, uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet- new event blood or heart disorder/condition (acute blood loss (anemia) were added. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 37-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmatio test". The patient's medical history included heart attack, hemorrhagic anemia, anemia and pregnancy. Concurrent conditions included morbid obesity, fatigue and uterine fibroids. Concomitant products included acetylsalicylic acid (aspirin), ferrous sulfate, medroxyprogesterone acetate (depo provera) since(B)(6)2013, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain") and blood loss anaemia ("blood or heart disorder/condition (acute blood loss (anemia).") And was found to have uterine leiomyoma ("uterine fibroids"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6)2015. At the time of the report, the pelvic pain was resolving, the menstrual disorder, menorrhagia, uterine leiomyoma, dysmenorrhoea, vaginal discharge, depression, anxiety, abdominal pain and blood loss anaemia outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, blood loss anaemia, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils noted: left 3 trailing coils noted: right 2. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Biopsy cervix - on an unknown date: polypoid fragment of granulation tissue with decidual changes. No ectocervical/endocervical epithelium present for evaluation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received, event outcome,rcc added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.